Event description:
The nurse reported a system message occurred prior to surgery. Two cases were cancelled. One patient was prepped and ready for surgery but was not in the room. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found intermittent footswitch system messages. The footswitch cable and vitrectomy connector were replaced. The facility biomedical technician ordered a new footswitch. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be field when additional information becomes available.